Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and successfully started their sensor session with no further cgm error codes displayed.